Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during the irrigation/aspiration stage of a procedure the unit did not produce the maximum vacuum. The handpiece and tip were exchanged but the issue persisted. The case was completed with the same system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2007. Based on qa assessment, the product met specifications at the time of release.the system was found to meet specifications. Therefore, the root cause of the reported event cannot be established.(B)(4).